Manufacturer narrative:
Corrected data: h6 (investigation findings).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that an appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Reference of the article: navarro-triviño fj, cassini-gomez de cádiz va. Allergic contact dermatitis caused by intrasite conformable and cutimed sorbact wound dressings. Contact dermatitis. 2022;86(6):562-564. Doi:10.1111/cod.14087.

Event description:
On the literature review "allergic contact dermatitis caused by intrasite conformable and cutimed sorbact wound dressings," it was reported that, after suffering a traumatic wound on the left knee, the patient underwent treatment with intrasite conformable dressing combined with a competitor's product (tta medical s.l's cultimed sorbact dressing). A few days after intrasite re-application, the patient reported intense pruritus. Clinical examination revealed exudation, erythematous-edematous papulo-plaques, and pustules under the dressing. Even though oral antibiotics were prescribed and intrasite was suspended, eczematous lesions persisted and the wound failed to heal. The problem was finally solved with topical and oral corticosteroids, and contact dermatitis was clinically diagnosed.

Manufacturer narrative:
Results of investigation: given the nature of the alleged incident, the product, could not be returned for evaluation. The clinical/medical investigation concluded that, based on the information within the case study, a sensitivity to one or more components in the primary and/or secondary dressings cannot be ruled out as ¿both wound care products are non-adhesive dressings, requiring additional materials for fixation.¿ the patient impact reportedly included the change to competitor dressing and prescribed antibiotics which failed to resolve the later diagnosed allergic contact dermatitis (acd), along with the topical and oral corticosteroids which were prescribed and led to resolution of the dermatitis/healing of the wound. Further patient impact cannot be determined. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, and prior actions review could not be performed. A review of the instructions for use documents for intrasite conformable revealed in the contraindications not to use if there is known sensitivity to the dressing or any of its ingredients. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. As mentioned in the clinical evaluation, a factor that could contribute to the reported event include an adverse skin reaction to the dressing components. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Corrected data: d15 (investigation conclusions).